Manufacturer narrative:
Corrections: d4 - primary UDI number added. D9- date received by manufacturer-6/17/2024 the device was returned for evaluation. Visual inspection revealed no anomalies. The needle was then engaged into the needle-pro, looking for any bending or breakage and none was observed. The customer's reported problem could not be duplicated therefore no root cause could be determined. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Event description:
It was reported that the device is very flimsy. The orange sheath is difficult to move out of the way and sometimes will break off when its being re-sheathed after and injection leaving the needle exposed. An ma had a needle stick with one of these. There was patient involvement and no patient harm/adverse reported. This has happened four separate times.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.